Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain located at the ipg site after suffering a fall. The physician discovered that the ipg migrated and is sitting horizontal in the pocket. Surgery may be pending to address this issue.

Event description:
Additional meaningful information obtained indicated that the patient had an ipg pocket revision on (B)(6) 2019. Therapy was restored to the patient post-operatively.